Event description:
It was reported that the pump's alarm sound was not annunciating. Customer's blood glucose (bg) was 28 mmol/l and ketone level was 4.8 mmol/l. Customer felt unwell and called for an ambulance. Customer was taken to the emergency room and was admitted to the hospital intensive care unit. Customer was treated with intravenous insulin and saline. Elevated bg/ketones resolved and customer was discharged with no injury approximately 12 hours later. Technical support performed a pump system check. The pump volume settings were set to high. When alerts/alarm were declared, the pump vibrated, but no sound annunciated. Customer reverted to using an alternate method of insulin therapy.